Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that they experienced high blood glucose. The customer¿s blood glucose level was 440 mg/dl and 296 mg/dl. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer stated that auto mode feature was active. The insulin pump will not be returned for analysis.